Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving adjust electrode belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the electrode belt failed a fall-ff test. The cause for the failure was isolated to an open driven ground wire in the electrode belt trunk cable connector. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.